Manufacturer narrative:
Follow-up 1: investigation outcome no follow-up from the customer regarding this unit were received. Logfiles were requested but not delivered. Nevertheless, the issue was indicated as resolved after following changes: replaced mixer valves, reseated mixer block. And reseated water traps. There was no patient¿s involvement at the time of the event.

Event description:
Hamilton medical ag received the following event description: "error code tf5507" appeared. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.